Event description:
It was reported to fresenius via a social media post that a patient on home care peritoneal dialysis (pd) experienced an infected peritoneum. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Attempts to obtain additional information could not be completed as there were no patient names, identifying demographics, outpatient clinics or contact information for the initial reporter provided in the intake. Attempts to gather contact information for the initial reporter provided no result. Additionally, the causes and/or contributors to these adverse events remain unknown.

Event description:
It was reported to fresenius via a social media post that a patient on home care peritoneal dialysis (pd) experienced an infected peritoneum. There was no specific allegation these events were due to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Attempts to obtain additional information could not be completed as there were no patient names, identifying demographics, outpatient clinics or contact information for the initial reporter provided in the intake. Attempts to gather contact information for the initial reporter provided no result. Additionally, the causes and/or contributors to these adverse events remain unknown.